Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a depleted battery; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
H3: device not received by manufacturer. D4, h4, g4: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per mw5149373 patient getting life-sustaining parenteral nutrition via cadd-solis vip pump. Pump library (internal programming) erases on its own causing delay in starting/continuing infusion and pump automatically reverts to OEM default rate, volume, and duration of therapy. This causes complete erasure of saved pump programs. Per reporter the pump has a programming issue that doesn't allow the internal battery to charge while the pump is turned off or while the pts already have the pump plugged in when they charge the external battery.